Manufacturer narrative:
The subject device was returned and visually evaluated. The barrel insert at the distal end of the device was found to have detached from the cannula assembly and was returned with the device. The tabs that hold the barrel insert in the cannula had been crimped, however, it appears that forces applied to the device during use resulted in the barrel insert being expelled. Components of the device were noted to be damaged from applied force. The guide wire and back up tabs were both significantly bent. A review of the manufacturing records found no anomalies. Based on the available information the reported problems experienced by the user contributed to suboptimal performance and damage to the device components. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the davol sales rep: it was reported that while using the optifix fixation device to secure an un-hydrated ventralex st mesh in a laparoscopic ventral hernia repair, the device was not performing well and was removed from service. After they were taken out of service the tm noted that the unit had a bent guide wire condition. Case was completed with no patient injury reported. During evaluation, it was noted that the barrel insert had detached from the device.